Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned after being used in the procedure, fully inserted through the loader cap and esheath, in a partially locked position. It was observed that the distal end of the delivery system balloon was inverted over the nose tip. A radial and longitudinal burst was noted and it did not appear that any balloon pieces were missing. No surface defects were observed on the balloon. Imagery from the field was provided. A picture of the used balloon confirmed the balloon rupture. Additionally, pre-procedural imagery was provided, it was observed that calcification was present in the patient¿s annulus/lvot. Calcification and tortuosity were noted in the patient¿s vessels and abdominal aorta. Due to the condition of the returned device, no functional testing could be performed; however, the complaint was confirmed through visual inspection. Balloon single wall thickness of the inflation balloon was measured at six locations, as a thin wall could leave the balloon more susceptible to burst and may be indicative of a manufacturing non-conformance. All measured locations were within specification. No manufacturing non-conformities were identified as no visual abnormalities were observed on the returned sample and the dimensional measurements met specification. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure. The patient was noted to have moderate to severe calcification in the annulus. This suggests that the root cause of the balloon burst is related to those detailed in an edwards technical summary related to ¿balloon ¿ burst¿. The technical summary includes an in-depth evaluation regarding complaints and clinical data related to these events. It was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU, training manual, and manufacturing process), as identified in the IFU, are still in place. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the sheath. Additionally, tortuosity was noted in the abdominal aorta and could also cause non-coaxial retrieval angles, which would further exacerbate delivery system withdrawal difficulties through the sheath. As such, available information supports that patient/procedural factors (calcification/tortuosity/withdrawal of burst balloon) likely led to the reported events. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because the case notes states that the patient has moderate to severe calcification in the annulus, which could have caused the balloon to burst. No product defect or labeling deficiency was identified during evaluation and the occurrence rate did not exceed control limits for the trend categories. No corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure the ultra delivery system balloon ruptured (circumferential) at maximum inflation during valve deployment. No adverse events were reported, however there was some difficulty removing the delivery system through the sheath/right common femoral artery, the delivery system distal segment "inverted", resulting in the sheath becoming compressed "accordion-like" from the tension. The delivery system was unable to be fully withdrawn into the sheath, so the sheath and delivery system were withdrawn from the patient together. Both the delivery system and sheath will be returned for evaluation. The patient had moderate-to-severe calcification in the annulus, which was somewhat difficult to assess during the case as this was a non-contrast procedure. Bulky calcium was present from the annulus to the left ventricular outflow tract.